Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) wasn¿t helping the patient for their pain about two months after implant. In result, the ins was removed. There were no reports of device issues or allegations. There were no further complications reported or anticipated.